Event description:
It was observed during central processing that the 5mm monopolar cautery instrument had damage to the insulation at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of insulation damaged at the distal end is confirmed. Black tube insulation is damaged at the distal end. Insulation has a .125 long piece missing all along the circumference of the tube, starting directly above the snake wrist. Distal end also exhibits sections lifted up with no material removal roughly .600 above the snake wrist. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.